Manufacturer narrative:
Concomitant medical products: product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: 3093-28, lot# v360696, implanted: (B)(6) 2010, product type: lead. (B)(4).

Event description:
The consumer reported that he was implanted for urinating too much. He had a loss of therapy and his urinary symptoms returned in (B)(6) 2015. The patient had to now go every half an hour and it was worse when he lay down or tried to sleep. It woke him up. The patient was paralyzed on the left side (unrelated to device- patient's condition) and it was difficult for him to get out of bed. The manufacturers' representative went to the health care professional's (hcp's) office in (B)(6) 2015 and set it on 4v. He kept it on 4v; it worked at first then it stopped helping him again. The patient was at 6v at the time of report but he was not feeling stim and did not remember when he stopped feeling stim. The therapy was on; the patient used the programmer and it showed the device was on; patient was in program 3 at 6.1v. The patient felt stimulation in the correct area. It was noted the patient's hcp did not know the device. He wanted to change the program; patient service intervened and it was changed to program 3. It was on 4v and stim felt too much. The patient decreased it to 3.4v and confirmed he felt comfortable stim. Urinary symptoms were reported. There was a sudden change in therapy/ symptoms. He noted that the manufacturers' representative (rep) was notified in (B)(6) 2015. The patient was indicated for urinary dysfunction/ sacral nerve stim and gastrointestinal/ pelvic floor. Additional information from the rep reported that she had no appointments with the patient in (B)(6) 2015 and she did not remember meeting with the patient in (B)(6) 2015. The rep reviewed her calendar and she found that she met with the patient on (B)(6) 2015 to reprogram for better efficacy but there was no reported allegation at that time. Another rep noted she did not see the patient as well. There was no further information provided. If additional information is received, a follow up report will be sent.